Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of seven sealed devices and two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Instrument one had two clips jammed in the distal end of the channel. The jammed clips were removed. Seventeen clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. Instrument two was received partially applied with ten remaining clips. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Instruments three, four, five, seven, eight and nine were received sealed with the full complement of twenty clips each. Functionally, the instruments were fired once in air and proper clip formations were confirmed. The remaining clips were then fired on test media with proper formation. The jaws and handles moved smoothly through their firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. Visual and functional testing of eight of the returned samples confirmed the products did not meet quality release specifications and the reported condition was confirmed. Replication of the jammed clip condition may occur when an attempt is made to fire the instrument without fully releasing the handle after the previous firing. When the full firing stroke is not completed, the next clip is not loaded into the jaw and any subsequent firing attempts cause clips to jam in the channel. A secondary condition on instrument six was observed during the evaluation. The clips did not load properly during the firing cycle. Engineering determined that a component in device number six was not assembled properly causing the clip to not load properly. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A process enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Event description:
According to the reporter: additional information received from the account stated that for the first device, the clip did not disengage correctly and instead cut the blood vessel. A second device was retrieved to fix the vessel but also nicked the blood vessel. The clip loaded properly into the jaws but did not clip when the handle was squeezed. The surgeon had to seal the blood vessel with diathermy to prevent a small bleed. There was no tissue loss. A third device was used to finish the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: breast reconstruction. According to the reporter: two clip appliers were opened and instead of the clip clipping the vessel, it was cutting the vessel.